Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding or pain during insertion and none were found. The exact cause of the reported events could not be conclusively determined. The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage is unknown. Due to the torn soft cannula, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod less than one hour. Patient stated due to bleeding, the pod fell off and the cannula dislodged from the infusion site (arm). Pain at the site was also reported. As treatment, a new pod was applied.